Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed using the physical product. Although, photos of the device were received and a visual evaluation was completed utilizing the photo. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and magnetic resonance imaging conducted and was subsequently diagnosed with a ruptured right breast implant prosthesis. As result, the patient underwent removal and replacement with a 325cc mentor memorygel breast implant on (B)(6) 2022.